Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced pericardial effusion during an attempt to do a therapy upgrade procedure. In addition, this patient's blood pressure dropped while the physician was trying to get to the coronary sinus. Pericardiocentesis was performed and the procedure was temporarily abandoned. But eventually after several days this device was extracted. This device was explanted due to therapy upgrade. No additional adverse patient effects were reported.